Event description:
It was reported that revision surgery was performed. The devices were implanted in (B)(6) 2009. Post operative x-ray showed steep inclination of the acetabular cup (over 60 degrees). In the (B)(6) of 2012, the patient suffered a permanent loud squeaking noise, pressure and a slight ache in the left groin. On (B)(6) 2012, the surgeon noted normal movement of the hip and no radiological signs of loosening. Increased metal ion blood levels reported.